Manufacturer narrative:
One opened/ used enlite sensor was inspected and tested. The sensor passed per specifications with accurate readings.

Event description:
It was reported that the customer was having an issue with the sensor glucose reading not matching the blood glucose reading on (B)(6) 2014. Customer's blood glucose level was 200 mg/dl. Customer stated that the bad sensor alert occurred after a second consecutive cal error. Customer was advised to remove and change out the sensor. On (B)(6) 2014, customer stated his sensor was reading low but his blood glucose was not low. Customer's blood glucose level was 135 mg/dl. Customer was advised to monitor and call back if further assistance is needed. Customer tried to calibrate with the last blood glucose and the system accepted the blood glucose level at 111 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.